Event description:
The device distributor reported that a vacuum relief valve leaked during a procedure at a domestic hospital. It was reported that the alleged event occurred while the patient was on bypass. The customer stated that venting proceeded without problems for almost an hour before the vent valve began to leak blood. The information provided indicated blood loss of approximately 50-100cc as a result of the alleged event. The report stated that the valve was exchanged for another and the procedure was successfully completed. There were no further complications or delays reported and no other impact to the patient reported. The device has not been returned to the manufacturer for evaluation despite multiple requests for its return. The lot number was unknown.

Manufacturer narrative:
(B)(4). Quest medical, inc has limited information related to the patient's medical history and is unable to form an opinion as the relevancy of the patient's history to the event reported. Quest medical, inc defers to the patient's physician regarding medical history.